Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation (" device migration") and genital haemorrhage ("unusual bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, genital haemorrhage (seriousness criterion medically significant), abnormal weight gain ("weight extreme weight gain"), complication of device removal ("one of her fallopian tubes that contained a migrated nickel coil had to remain inside of the plaintiff because it was too dangerous to remove") and impaired work ability ("plaintiff is unable to work"). The patient was treated with surgery (underwent a partial hysterectomy on (B)(6) 2011, to remove essure). Essure treatment was not changed. At the time of the report, the device dislocation, genital haemorrhage, abnormal weight gain, complication of device removal and impaired work ability outcome was unknown. The reporter considered abnormal weight gain, complication of device removal, device dislocation, genital haemorrhage and impaired work ability to be related to essure. Diagnostic results: plaintiff underwent an hsg test, during which it was confirmed that plaintiff¿s essure coils were properly in place and that her fallopian tubes were occluded. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('device migration\white metal coil device embedded within the left cornual aspect') and genital haemorrhage ('unusual bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included unilateral carpal tunnel syndrome, cervical dysplasia and c-section. Concurrent conditions included fatigue, numbness, cough, asthma and right lower quadrant pain. Family history included heart disorder, blood pressure high and adhd. Concomitant products included nsaids since (B)(6) 2010 and paracetamol (acetaminophen) since (B)(6) 2010. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2011, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding ( menorrhagia)/menorrhagia (heavy menstrual bleeding)."), depression ("psychological or psychiatric problems - depression/ psych injury"), anxiety ("mental anguish") and dysmenorrhoea ("dysmenorrhea (cramping"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required) with pelvic pain, genital haemorrhage (seriousness criterion medically significant), abnormal weight gain ("weight extreme weight gain"), complication of device removal ("one of her fallopian tubes that contained a migrated nickel coil had to remain inside of the plaintiff because it was too dangerous to remove/ unable to remove part of the left coil"), impaired work ability ("plaintiff is unable to work"), abdominal pain ("abdominal pain"), bladder disorder ("bladder/urinary problems") and urinary tract disorder ("bladder/urinary problems"). The patient was treated with paroxetine hydrochloride (paxil) and surgery (hysterectomy with bilateral salpingectomy (B)(6) 2011). Essure was removed on (B)(6) 2011. At the time of the report, the embedded device, genital haemorrhage, abnormal weight gain, complication of device removal, impaired work ability, vaginal haemorrhage, depression, anxiety and dysmenorrhoea outcome was unknown and the menorrhagia, abdominal pain, bladder disorder and urinary tract disorder had resolved. The reporter considered abdominal pain, abnormal weight gain, anxiety, bladder disorder, complication of device removal, depression, dysmenorrhoea, embedded device, genital haemorrhage, impaired work ability, menorrhagia, urinary tract disorder and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff has suffered physical pain and emotional anguish because of the essure device. Discrepancy noted for date of essure insertion (on or about (B)(6) 2006 and (B)(6) 2010). Discrepancy noted in essure confirmation test(s) conducted, specify- did you undergo an essure confirmation test? No the content of the communications dr. Said he was unable to remove part of the left coil because it would have caused me to hemorrhage. If you had your essure removed, did any of the injuries or symptoms you claim resulted from essure decrease or resolve following essure removal? No I still have partial left coil implanted. She received treatment for bleeding: menorrhagia (heavy menstrual bleeding). Per pfs plaintiff claimed that she still had partial left coil implanted but as per mr on (B)(6) 2011 in surgical pathology gross description it was mentioned that there is a white metal coil device embedded within the left cornual aspect of the specimen. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded.. Pathology test - on (B)(6) 2011: gross description specimen a is received in formalin labeled "uterus and cervix" and consists of a 101 gm hysterectomy specimen consisting of an 8.5 x 7.5 x 4.5 cm uterus with attached cervix measuring 5.5 cm in length. No adnexa are present. The serosa is red, smooth, and glistening. The ectocervix is 3.8 cm in diameter and displays a tan, smooth, and glistening mucosa. The ectocervix is somewhat distorted by forceps marks. The endocervical canal is tan, grooved, and mucoid with a well-defined squamocolumnar junction. The uterine cavity is triangular measuring 5.5 x 2.7 cm. The endometrium is red, glistening, and measures up to 0.4 cm in thickness. There is a white metal coil device embedded within the left cornual aspect of the specimen. The myometrium is pink and smooth measuring up to 2.4 cm in thickness. There are no myometrial nodules. Representative sections are submitted as follows: al. Anterior cervix a2 . Posterior cervix a3 ,a4 . Anterior endomyometrium as ,a6. Posterior endomyometrium specimen b is received in formalin labeled "essure device and part of right fallopian tube!! And consists of an 8.0 x 0.2 x 0.2 cm white metal coiled string-like device with minimal attached tan rubbery cauterized tissue. The cauterized tissue is trimmed from the specimen and most of it is submitted in cassette b. Ultrasound abdomen - on (B)(6) 2011: indication - pain. The patient had laparoscopic assisted hysterectomy. Request is made to evaluate the incision sites for hematoma. The visible anterior incision sites are evaluated with ultrasound. No hematoma or other abnormality is demonstrated in the subcutaneous tissues in these sites . Impression : subcutaneous hematoma demonstrated indication: abdominal pain. Three frontal views are obtained. There is a small amount of free intraperitoneal air under the right hemi diaphragm. This is consistent with the laparoscopic surgery performed on the previous day. No bowel obstruction is revealed. No organomegaly or abnormal calcification is demonstrated. Bones are unremarkable. Impression : small amount of free intraperitoneal air consistent with surgery on the preceding day.. ¿concerning the injuries reported in this case, the following one was confirming- events which are same in pfs & mr.¿ menorrhagia most recent follow-up information incorporated above includes: on (B)(6) 2019: new pfs received- new events added: abnormal bleeding (vaginal, menorrhagia), psychological or psychiatric problems condition: depression and mental anguish, dysmenorrhea cramping),abdominal pain were added. Product indication was updated. Reporters information and lab data were added. Event device dislocation updated to embedded device. On (B)(6) 2019: f/u 2 & f/u 3 process together. New pfs received- new events added: bladder/urinary problems. Outcome of events pain, bleeding and bladder/urinary from unknown to recovered/resolved were updated. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformance's data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('device migration\white metal coil device embedded within the left cornual aspect'), device breakage ('device breakage') and genital haemorrhage ('unusual bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included unilateral carpal tunnel syndrome, cervical dysplasia and c-section. Concurrent conditions included fatigue, numbness, cough, asthma and right lower quadrant pain. Family history included heart disorder, blood pressure high and adhd. Concomitant products included alprazolam (xanax), gabapentin, nsaids since december 2010, paracetamol (acetaminophen) since (B)(6) 2010 and zolpidem tartrate (ambien). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2011, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding ( menorrhagia)/menorrhagia (heavy menstrual bleeding)."), depression ("psychological or psychiatric problems - depression/ psych injury"), anxiety ("mental anguish/ psychological or psychiatric problems condition: anxiety and mental anguish"), dysmenorrhoea ("dysmenorrhea (cramping"), migraine ("migraines / headaches"), nausea ("nausea"), vaginal discharge ("vaginal discharge") and fatigue ("fatigue"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required) with pelvic pain, device breakage (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), abnormal weight gain ("weight extreme weight gain/ weight gain"), complication of device removal ("one of her fallopian tubes that contained a migrated nickel coil had to remain inside of the plaintiff because it was too dangerous to remove/ unable to remove part of the left coil"), impaired work ability ("plaintiff is unable to work"), abdominal pain ("abdominal pain"), bladder disorder ("bladder/urinary problems") and urinary tract disorder ("bladder/urinary problems"). The patient was treated with paroxetine hydrochloride (paxil) and surgery (hysterectomy with bilateral salpingectomy (B)(6) 2011). Essure was removed on (B)(6) 2011. At the time of the report, the embedded device, device breakage, genital haemorrhage, abnormal weight gain, complication of device removal, impaired work ability, vaginal haemorrhage, depression, anxiety, dysmenorrhoea, migraine, nausea, vaginal discharge and fatigue outcome was unknown and the menorrhagia, abdominal pain, bladder disorder and urinary tract disorder had resolved. The reporter considered abdominal pain, abnormal weight gain, anxiety, bladder disorder, complication of device removal, depression, device breakage, dysmenorrhoea, embedded device, fatigue, genital haemorrhage, impaired work ability, menorrhagia, migraine, nausea, urinary tract disorder, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff has suffered physical pain and emotional anguish because of the essure device. Discrepancy noted for date of essure insertion (on or about (B)(6) 2006 and (B)(6) 2010). Discrepancy noted in essure confirmation test(s) conducted, specify- did you undergo an essure confirmation test? No the content of the communications dr. Said he was unable to remove part of the left coil because it would have caused me to hemorrhage. If you had your essure removed, did any of the injuries or symptoms you claim resulted from essure decrease or resolve following essure removal? No I still have partial left coil implanted. She received treatment for bleeding: menorrhagia (heavy menstrual bleeding). Per pfs plaintiff claimed that she still had partial left coil implanted but as per mr on (B)(6) 2011 in surgical pathology gross description it was mentioned that there is a white metal coil device embedded within the left cornual aspect of the specimen. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded.. Pathology test - on (B)(6) 2011: gross description specimen a is received in formalin labeled "uterus and cervix" and consists of a 101 gm hysterectomy specimen consisting of an 8.5 x 7.5 x 4.5 cm uterus with attached cervix measuring 5.5 cm in length. No adnexa are present. The serosa is red, smooth, and glistening. The ectocervix is 3.8 cm in diameter and displays a tan, smooth, and glistening mucosa. The ectocervix is somewhat distorted by forceps marks. The endocervical canal is tan, grooved, and mucoid with a well-defined squamocolumnar junction. The uterine cavity is triangular measuring 5.5 x 2.7 cm. The endometrium is red, glistening, and measures up to 0.4 cm in thickness. There is a white metal coil device embedded within the left cornual aspect of the specimen. The myometrium is pink and smooth measuring up to 2.4 cm in thickness. There are no myometrial nodules. Representative sections are submitted as follows: al. Anterior cervix a2 . Posterior cervix a3 ,a4 . Anterior endomyometrium as ,a6. Posterior endomyometrium specimen b is received in formalin labeled "essure device and part of right fallopian tube!! And consists of an 8.0 x 0.2 x 0.2 cm white metal coiled string-like device with minimal attached tan rubbery cauterized tissue. The cauterized tissue is trimmed from the specimen and most of it is submitted in cassette b. Ultrasound abdomen - on (B)(6) 2011: indication - pain. The patient had laparoscopic assisted hysterectomy. Request is made to evaluate the incision sites for hematoma. The visible anterior incision sites are evaluated with ultrasound. No hematoma or other abnormality is demonstrated in the subcutaneous tissues in these sites . Impression : subcutaneous hematoma demonstrated indication: abdominal pain. Three frontal views are obtained. There is a small amount of free intraperitoneal air under the right hemi diaphragm. This is consistent with the laparoscopic surgery performed on the previous day. No bowel obstruction is revealed. No organomegaly or abnormal calcification is demonstrated. Bones are unremarkable. Impression: small amount of free intraperitoneal air consistent with surgery on the preceding day. ¿concerning the injuries reported in this case, the following one was confirming- events which are same in pfs & mr.¿ menorrhagia most recent follow-up information incorporated above includes: on 12-dec-2019: plaintiff fact sheet received: events added- migraine, nausea, device breakage, vaginal discharge, fatigue. Concomitant products added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage') and embedded device ('device migration\white metal coil device embedded within the left cornual aspect') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included unilateral carpal tunnel syndrome, cervical dysplasia and c-section. Concurrent conditions included fatigue, numbness, cough, asthma and right lower quadrant pain. Family history included heart disorder, blood pressure high and adhd. Concomitant products included alprazolam (xanax), gabapentin, nsaids since (B)(6) 2010, paracetamol (acetaminophen) since (B)(6) 2010 and zolpidem tartrate (ambien). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2011, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding ( menorrhagia)/menorrhagia (heavy menstrual bleeding)."), depression ("psychological or psychiatric problems - depression/ psych injury"), anxiety ("mental anguish/ psychological or psychiatric problems condition: anxiety and mental anguish"), migraine ("migraines / headaches"), nausea ("nausea"), vaginal discharge ("vaginal discharge") and fatigue ("fatigue"). On an unknown date, the patient experienced device breakage (seriousness criterion medically significant), embedded device (seriousness criteria medically significant and intervention required) with pelvic pain, abdominal pain ("abdominal pain"), genital haemorrhage ("unusual bleeding"), abnormal weight gain ("weight extreme weight gain/ weight gain"), impaired work ability ("plaintiff is unable to work"), bladder disorder ("bladder/urinary problems"), urinary tract disorder ("bladder/urinary problems") and complication of device removal ("one of her fallopian tubes that contained a migrated nickel coil had to remain inside of the plaintiff because it was too dangerous to remove/ unable to remove part of the left coil"). The patient was treated with paroxetine hydrochloride (paxil) and surgery (hysterectomy with bilateral salpingectomy (B)(6) 2011). Essure was removed on (B)(6) 2011. At the time of the report, the device breakage, embedded device, dysmenorrhoea, genital haemorrhage, vaginal haemorrhage, abnormal weight gain, impaired work ability, depression, anxiety, migraine, nausea, vaginal discharge, fatigue and complication of device removal outcome was unknown and the abdominal pain, menorrhagia, bladder disorder and urinary tract disorder had resolved. The reporter considered abdominal pain, abnormal weight gain, anxiety, bladder disorder, complication of device removal, depression, device breakage, dysmenorrhoea, embedded device, fatigue, genital haemorrhage, impaired work ability, menorrhagia, migraine, nausea, urinary tract disorder, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff has suffered physical pain and emotional anguish because of the essure device. Discrepancy noted for date of essure insertion (on or about (B)(6) 2006 and (B)(6) 2010). Discrepancy noted in essure confirmation test(s) conducted, specify- did you undergo an essure confirmation test? No. The content of the communications dr. Said he was unable to remove part of the left coil because it would have caused me to hemorrhage. If you had your essure removed, did any of the injuries or symptoms you claim resulted from essure decrease or resolve following essure removal? No. I still have partial left coil implanted. She received treatment for bleeding: menorrhagia (heavy menstrual bleeding). Per pfs plaintiff claimed that she still had partial left coil implanted but as per mr on (B)(6) 2011 in surgical pathology gross description it was mentioned that there is a white metal coil device embedded within the left cornual aspect of the specimen. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Pathology test - on (B)(6) 2011: gross description. Specimen a is received in formalin labeled "uterus and cervix" and consists of a 101 gm hysterectomy specimen consisting of an 8.5 x 7.5 x 4.5 cm uterus with attached cervix measuring 5.5 cm in length. No adnexa are present. The serosa is red, smooth, and glistening. The ectocervix is 3.8 cm in diameter and displays a tan, smooth, and glistening mucosa. The ectocervix is somewhat distorted by forceps marks. The endocervical canal is tan, grooved, and mucoid with a well-defined squamocolumnar junction. The uterine cavity is triangular measuring 5.5 x 2.7 cm. The endometrium is red, glistening, and measures up to 0.4 cm in thickness. There is a white metal coil device embedded within the left cornual aspect of the specimen. The myometrium is pink and smooth measuring up to 2.4 cm in thickness. There are no myometrial nodules. Representative sections are submitted as follows: al. Anterior cervix, a2 . Posterior cervix, a3 ,a4 . Anterior endomyometrium, as ,a6. Posterior endomyometrium, specimen b is received in formalin labeled "essure device and part of right fallopian tube!! And consists of an 8.0 x 0.2 x 0.2 cm white metal coiled string-like device with minimal attached tan rubbery cauterized tissue. The cauterized tissue is trimmed from the specimen and most of it is submitted in cassette b. Ultrasound abdomen - on (B)(6) 2011: indication - pain. The patient had laparoscopic assisted hysterectomy. Request is made to evaluate the incision sites for hematoma. The visible anterior incision sites are evaluated with ultrasound. No hematoma or other abnormality is demonstrated in the subcutaneous tissues in these sites . Impression : subcutaneous hematoma demonstrated. Indication: abdominal pain. Three frontal views are obtained. There is a small amount of free intraperitoneal air under the right hemi diaphragm. This is consistent with the laparoscopic surgery performed on the previous day. No bowel obstruction is revealed. No organomegaly or abnormal calcification is demonstrated. Bones are unremarkable. Impression : small amount of free intraperitoneal air consistent with surgery on the preceding day. ¿concerning the injuries reported in this case, the following one was confirming- events which are same in pfs & mr.¿ menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 17-jan-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.